Event description:
A call was placed to technical services on (B)(6) 2011. Caller stated that at implant, impedance was 298 on this lead. Now it's 140 ohms. Patient is pacer dependent. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).